Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the catheter had a crack and an error message displayed. A spiroflex® vg angiojet® thrombectomy set was selected for a thrombectomy procedure. During the procedure inside the patient after the device was activated, a crack in the distal end of the catheter was observed. This occurred when the catheter was in the sheath. An error message displayed. The device was removed and the procedure was completed with another of the same device. There were no patient complications. The patient was fine after the event.